Event description:
It was reported that the right ventricular lead was "not attached properly". Attempts to gain additional information were not successful. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 7086 implantable pulse generator 1994 (B)(6). (B)(4).